Event description:
I received the biozorb while having a lumpectomy for malignant ductal carcinoma of the right breast. Shortly after surgery began having discomfort and was told over and over that the implant would dissolve. Fast forward to today (B)(6) 2026 I have swelling, pain, disfiguration as well as rash in the area. Recent mammogram reveals it is still completely intact. Scheduled for removal (B)(6) 2026.